Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the air/water tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted for: additional information: h4. Correction to h11, h2 and d5. The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exibited foreign material in the air/water tube. There was no patient involvement.